Manufacturer narrative:
The reported event of pump stoppages was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(4) and contained approximately 20 days of events, from (B)(6) 2015. The data recorded on (B)(4) 2015 revealed a speed reduction to 0 rpm accompanied by motor stopped and low flow hazard alarms. The associated voltage levels indicated that the incident occurred when the system controller was connected to a power module. A normal system operation was recorded until (B)(4) 2015 when multiple speed reductions to 0 rpm were recorded. All events occurred while the system controller was connected to a power module. The lack of expected data at the end of the log file suggests that the system controller reverted to backup mode. The system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. A full functional test was performed and the system controller passed. All audio and visual signals were verified during the test. In addition, approximately 19 inches of the severed portion of the percutaneous lead (lead) from the connector end was analyzed and did not reveal any wire damage. The silicone sleeve was cut from ~0.5" from the metal connector to the proximal end. An electrical continuity test of the returned portion of the lead was conducted and did not reveal any discontinuities or shorts prior to removing the plastic shield. No damage to the bionate layer within the lead was observed. Minor damage to the metal shielding was observed ~3" from the metal connector. Visual inspection of the wires found no fracture or breach. The returned portion of the lead was submerged in a saline bath for high potential (hipot) testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short and therefore, the evaluation could not confirm the location of the suspected wire damage. In conclusion the investigation was unable to identify a correlation between the atypical events recorded in the log file and the returned devices. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided on (B)(4) 2015 indicating that the patient experienced a pump stop event. Data log files submitted to technical service confirmed pump stoppage, low speed and low flow alarms. X-rays submitted for review did not reveal any obvious areas of concern. Due to abnormal pump operation, on (B)(4) 2015, a percutaneous lead repair was performed and there were no further alarms, even after switching the patient to a regular grounded cable. On (B)(6) 2015, a modified patient cable was given to the patient. A current data log file submitted, contained pre and post percutaneous lead repair pump stoppage. The vad coordinator was notified that this is an indication of a short to shield condition that maybe internal, or in the short section near the exit site that was not able to be replaced via the percutaneous lead repair.

Manufacturer narrative:
Approximate age of device - 2 years, 8 months. The device was received for investigation. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. The patient presented with a system controller fault. Upon further examination, it was found that the pump had stopped for approximately 8 hours. It was reported that there were no red heart alarms or any other kind of alarm noted. An echocardiogram showed no signs of thrombus and no reason not to restart the pump. A new system controller was connected and the pump started right away. The patient experienced unspecified symptoms but responded appropriately once the pump was restarted. Plans were to discharge the patient the following day if there were no clinical sequelae from the pump being off. The manufacturer's preliminary review of the log file showed low speed hazards/red heart alarms and pump stoppages on different dates, all while the patient was connected to the power module. Additionally, high power increases up to 25.5 watts were captured.